Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient received an x-ray. The images were reviewed on this date by a healthcare provider (hcp) and two manufacturing representative (rep)s. It was confirmed that the ins appeared to be implanted "flipped" inside the pocket, facing the back of the patient. It was stated the next steps were to refer the patient back to neurosurgeon for a revision to correct the implant orientation. On 2020-01-29 further was received that the patient had received a pocket revision by the original implanting physician. It was visually confirmed that the ins was indeed "flipped" and facing the rear of the patient. The battery was also sitting underneath the excess length of the extension inside the pocket. The ins was reinserted into the pocket facing the correct way, the device was sutured to the patient in two locations. An impedance test was conducted in which all passed, and the recharger test was conducted showing all 8 bars of coupling as intended. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of poor coupling had not been determined. Actions/interventions taken to resolve the issue were staeted to include thinner clothing, antenna positioning, adjustments, holster adjustments, and "rc stickers" once wound healed. On (B)(6), the rep saw the patient again on this date and they were having the same charging issues. They were unable to get more than two bars when charging. Antenna attachment was checked and the charging unit was reset without resolution. (B)(6), the rep met with the patient during their neurology clinic visit to help troubleshoot charging telemetry problems. The following steps were taken: 1) verified patient is still only getting a maximum of 2 bars with their recharger. 2) attempted coupling their own recharger unit (and coincidentally the same one used to initially charge the device on the day of initial implant). Could not get more than 2 bars in any position. 3) tested again using a brand new out of the box recharger. Same results - no more than 2 bars. Connection with both the clinician programmer and patient programmer was noted to be "unremarkable" and operating normally. Impedance measurements were within normal limits. It was attempted to palpate the battery, but they were unable to clearly determine if the stimulator had been flipped over or not. Along with the nurse practitioner, it was presented the following plan to the patient and family: 1) next step would be to get a chest x-ray to confirm direction of the stimulator to rule out a backwards-facing system. 2) surgical intervention to either: (a) flip the battery if it has been flipped in the wrong direction, or, (b) replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get more than two bars of charging efficiency. A contributing factor was said to be that the patient just had a replacement surgery to their current ins. The rep tried using their own charger unit and got the same results, showing that the patient¿s recharger wasn¿t the problem. They educated the patient on best practices for charging, but the issue wasn¿t known to be resolved or not. The patient and the patient¿s wife would follow up with the rep over the next few weeks to let them know about charging.